Event description:
It was reported that the implantable cardiac monitor could not be interrogated. There was no telemetry with two different programmers. The device was explanted.

Manufacturer narrative:
Final analysis found that the loss of communication was due to low battery voltage. The cause for premature battery depletion could not be determined.